Event description:
It was reported that after deployment needle got damaged and t2 could not be deployed.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that after deployment needle got damaged and t2 could not be deployed. No patient injuries reported.